Event description:
The customer reported that the buttons on the pump were not responsive, requiring hard pressings. There was no adverse impact to the customer's blood glucose level. The customer's mother chose not to request further troubleshooting, and no additional action was taken by technical support.